Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in threshold measurements. No loss of capture was observed by the field. No changes were made, and the rv lead remains in service. Additional information received indicated that intermittent loss of rv capture was observed on the presenting electrogram (egm). The rv pacing output was fixed at 4.5 v at 1.0 ms. Some av desynchrony was also observed on the presenting egm. The prior remote transmissions showed atrial fibrillation was in progress. The device was currently programmed to vvir, 60-140 beats/minute. In-clinic review of the device system was recommended. No adverse patient effects were reported.